Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not authorized to service the unit. The customer inspected the device and the unit passed extended self testing. The customer put unit back into service.